Manufacturer narrative:
The suspect smartdrive device was returned to permobil for inspection/evaluation. Through evaluation testing, permobil was unable to reproduce a failure of continued drive as reported, finding the device to remain fully operational with no notable issues that could have contributed to the alleged failure. As no component or device failure was identified, permobil is unable to reach a determination as to possible root cause of the alleged event without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming while under power with the smartdrive device, the end-user reportedly pressed the switch control button to disengage the smart drive motor with claims of the device continuing to drive under power. This reportedly forced the end-user to swerve their wheelchair into a ditch to ground the wheelchair until they could power off the smartdrive device. No injuries were reported to have been sustained as a result.